Event description:
It was reported that the patient experienced a prosthetic knee dislocation resulting in revision of the left knee prosthesis. Partial removal of the liner wire was seen. The insert was removed.

Manufacturer narrative:
An event regarding dislocation involving a scorpio insert was reported. The event was confirmed. Method & results: -device evaluation and results: damage was identified on the bottom surface of the polyethylene insert that sits on the tibial tray. Slight scratching was also observed on this surface. Indentations were observed around the area of the wire slot position, damage to this area could have occured when the locking wire moved from its original wire slot position as a result of the dislocation. An inspection of the locking plug which sits behind the wire shows a consistent horizontal indentation, which would indicate that the locking wire had been fully seated initially. The locking wire was not returned for analysis. A dimensional inspection was performed. Some features could not be measured due to the damage modes present on the returned insert. There was no evidence of a dimensional issue from the other features measured. -medical records received and evaluation: a medical review was performed and concluded: "the explanted devices appear normal beyond some explantation damage while the dislocation of the liner wire occurred during closed reduction of the second dislocation and as such is procedure-related due to overload during the closed reduction maneuver. Instability aspects may be partially patient-related due to advanced degenerative joint disease but even then the surgeon is responsible for choice of proper components and surgical technique to restore knee stability. Remains the conclusion that the root cause of failure is procedure-related without evidence for either device-related or patient-related factors. As such, this pi case is not device-related." -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There was no evidence of a dimensional issue outlined in the DHR. All features conformed to the required specifications. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and indicated that the dislocation was not related to the implanted device. Further to this all dimensional and visual inspections carried out for lot 40137501 conformed to the required specs/visual standards, hence providing assurance that the device met stryker design & manufacture specifications prior to shippping. Based on the investigation carried out there is no evidence to suggest this is a manufacturing related issue.

Event description:
It was reported that the patient experienced a prosthetic knee dislocation resulting in revision of the left knee prosthesis. Partial removal of the liner wire was seen. The insert was removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.